Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the came in the clinic for the routine follow up. The system exhibited high pacing threshold measurement and the r wave was at 3millivolts (mv). Further, the x-ray revealed that this right ventricular (rv) lead dislodged. The physician planned the reposition at a later date. In addition, the system sensitivity values were adjusted. No adverse patient effects were reported. This lead remains in service.